Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that one of the consoles alarmed battery module failure and was not charging. It was plugged and did not take a charge or seemed to have power. The backup console was able to be switched to the backup and no issues were reported. Self-test was run, and it passed with no active alarms. The console was taken out of service.

Manufacturer narrative:
Section d5: operator of device corrected. Manufacturer's investigation conclusion: the reported event of a battery-related alarm was confirmed via the log file. The log file captured b1: battery module and b3: battery charger alarms on (B)(6) 2025, and the system was not in patient use at these times. The console was manually shut down a few minutes after the alarms occurred and was then power cycled a few more times throughout the remainder of the data. The alarms did not further reactivate. No other notable events were observed. The returned centrimag console (serial number: (B)(6) was functionally tested at the service depot. The console functioned as intended, and the console¿s internal battery passed several battery maintenance tests. Atypical events and alarms were unable to be reproduced throughout all testing. The console¿s internal battery was replaced with a new battery as a precaution due to the nature of the reported alarms, and the serviced and tested console was returned to the customer site after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for centrimag console, serial number: (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 12.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including b1 and b3 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.